Event description:
Patient reports her right eye became infected with a corneal ulcer and was given steroids for treatment. Attempts to contact the ecp have been made with no reply to date. This is being filed as a corneal ulcer.

Manufacturer narrative:
This is being filed as a corneal ulcer. Method: no lenses, no examination of device were provided which could indicate if the device caused or contributed to the event. Results: there is no clear indication that the device could have caused or contributed to the incident. Conclusions: there is not sufficient information provided to draw a conclusion as to whether or not the device could have caused or contributed to the patient's complaint. No conclusion can be drawn. Should further information be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional information.